Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The manufacturer¿s field service engineer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touchscreen assembly was returned to failure investigation for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touchscreen assembly. The ul_lr and ur_ll resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of rpeort: 03jul2019. Date rec¿d by MFR: 01jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The touchscreen would not calibrate. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.